Manufacturer narrative:
Findings: no button error alarm noted. However pump had no button response due to moisture damage on keypad traces. Unable to verify battery out limit alarm due to unresponsive buttons. No moisture damage on electronics and motor noted. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error during a bolus. Customer's blood glucose was 239 mg/dl. The customer changed the battery and she got battery out limit the customer stated that buttons don't work the customer was stuck in the rain. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.